Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that during use of a swan-ganz catheter in a (B)(6) male, post-op cardiac surgery patient, a variance between the cardiac index (ci) and svo2 value on the philips bedside monitor was observed. The ci value did not correlate nor predict the svo2 value and frequently registered low (1.54 l/min), while the svo2 registered clinically significantly higher (68%). The higher svo2 value was reported to have more accurately reflected the patient condition. There was no error message. The catheter markings (in cm) at the time of the event is unknown. To troubleshoot the issue, the svo2 was checked, per protocol. There was no patient injury; however, additional svo2 lab draws were performed to treat the issue. The lot number is unknown.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one model 131f7 catheter with a monoject limited volume syringe and non-edwards contamination shield. The thermistor was submerged in a 37.1°c water bath and read 37.1°c on the vigilance ii monitor. The thermistor temperature reading was within specified accuracy, per the vigilance manual. The thermistor was continuous with no open or intermittent conditions. The balloon inflated clear and concentric, and remained inflated for 5 timed minutes without leakage. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body. The customer report of a cardiac output and svo2 issue was not confirmed on evaluation, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No actions will be taken at this time. Additionally, it was noted that the svo2 parameter is not supported through model 131f7 catheters. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patients clinical manifestations, which is monitored continually in standard practice. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regards to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. It is unknown whether user or procedural factors contributed to the stated event. In this case, the clinician stated that there was a variance between the cardiac index and mixed venous oxygenation saturation (svo2) values on the philips bedside monitor. It is unknown how the svo2 was being measured as the swan ganz catheter model indicated does not measure svo2. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.